Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a 27mm epic stented tissue valve was explanted due to pannus.

Manufacturer narrative:
The results of this investigation concluded the valve had circumferential fibrous pannus ingrowth on the inflow surface, which resulted in the narrowing of the inflow diameter. There was a retraction of cusps 2 and 3 due to the inflow pannus, and resulted in incomplete coaptation. All three cusps were fibrotically thickened. There was small outflow thrombus on the surface of cusps 1 and 2. There was a thin layer of fibrin on the surface of cusp 3. No acute inflammation was observed. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, and thrombus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2014, a 27mm epic stented tissue valve was implanted in the mitral position. For the past six months, the patient's status has deteriorated (dyspnea, chest pain) and echo revealed severe stenosis. On (B)(6) 2016, the valve was explanted due to reported pannus.